Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor screen remaining black and a damaged connector on the main printed circuit board (pcb) was confirmed via analysis of returned system monitor (serial number: (B)(4)). The returned system monitor was evaluated at the european distribution center (edc). Evaluation of the returned system monitor revealed that the monitor screen would remain black when the unit was booted up. The unit was disassembled to inspect the internal components and it was revealed that the backlight connector on the main pcb was damaged. The damaged pcb was replaced. After replacing the damaged pcb, the issue resolved and the unit functioned as intended without any issues. A full functional checkout was then performed and the unit passed all tests without any issues. The replaced main pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned pcb revealed that the backlight connector was broken into two pieces; one piece of the connector remained connected to the pcb, and the other piece of the connector was detached from the pcb. During evaluation, the returned main pcb was installed in a system monitor test fixture; however, the ribbon cable that connects to the backlight connector could not be completely connected due to the broken connector. The ribbon cable not being able to completely connect to the connector would prevent the monitor's backlight from powering on and illuminating the monitor¿s lcd screen, and therefore result in the images on the monitor screen not being visible. The system monitor was then connected to a test power module and was powered on and the screen remained black, reproducing the reported event. The broken connector was then replaced with a new connector. After replacing the connector, the main pcb was installed in the system monitor test fixture again and the unit functioned as intended. The system monitor was connected to a test system controller and test power module again, and information was visibly displayed on the monitor screen, resolving the issue. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The system monitor was shipped to the customer on (B)(6) 2016. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system did not boot up as intended, the screen remained black. The system was opened and a damaged connector on the motherboard was seen. No additional information was provided.